Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing pi's in the low 2.0's but cvp and echo indicated good volume in the lv. It was also reported that the inflow has good placement. The power was increased to 13 watts. The pt's inr was 1.9. The pt was started on a heparin drip, and is being monitored.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on vad support. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information:it was reported that the patient is doing well, with no further related issues.